Event description:
Procedure type :tlh. According to the reporter: endostitch needle became detached from the suture while trying to put the needle through the endostitch. When the device was pulled out to reload it was noticed that the needle was missing. An xray was done and the needle did not appear on the xray. However, the needle was never found. The difficulty did not result in any tissue damage or patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A pmv needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. There were no witness marks noted. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).